Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the personal diabetes manager (pdm) and the pump would not connect. The patient's blood glucose levels reached 19 mmol/l (414 mg/dl) and the patient went to the emergency room with hyperglycemia. Symptoms reported include vomiting, the patient was treated with saline, anti-nausea medicine and novorapid insulin. The patient was released after 8 hours.